Event description:
She was getting the apply sample message on her one touch ultra meter. The pt informed the mas that she tests her blood glucose level three times a day. In 2006, in the morning, she tested on the subject meter and receied a result of 102 mg/dl, with no symptoms at that time. She took her morning pills of metformin and glyburide. At lunch, she attempted to test on the meter (still no symptoms experienced), but received the apply sample message. The pt tried to test again before going to bed, but got the apply sample message and was not able to test. She took her set amount of 9 units of lantus and a pill each of metformin and glyburide before going to bed. In the middle of the night ("around 1:30 am"), she started feeling shaky, sweaty, and her heart beating quickly. She attempted to test her blood glucose, but did not get a reading and "seemed like the meter was stuck at the blood drop symbol". She took 2 "suger tablets" and felt better. In the morning, she went to kaiser hosp to see if they could give her a replacement meter. Her blood glucose level was not tested there, but was advised to call lifescan and that is when she called to troubleshoot the subject meter. At the time of troubleshooting, it was verified that this was not a new product. The pt's technique for sample application was reviewed to be correct and the test strip drew the sample into the test area. The pt was asked with a new test strip, but the issue was not resolved. This complaint is reported because the meter failed to provide a reading while the pt was experiencing symptoms that could suggest hypoglycemia. The meter issue was not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the user/pt, which she had just received.